Manufacturer narrative:
Additional information: b4: date of this report, d4: lot number and expiration date, d8- yes, device available for evaluation, g3: date received by manufacturer, h2: follow up type, h3, h4: device manufacture date. Corrected data: d2 ¿ common device name, d4 ¿ catalog number, g4-PMA/510(k)#, h6: component code, method evaluation code. This follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor trends.

Event description:
The patient reported that the cover patches pulled out her skin, and it was very painful. The skin was red and irritated, the patient stated the pain level was a 10. No further consequences are reported. There was no product returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as december of 2025.

Event description:
The patient reported that the cover patches pulled out her skin, and it was very painful. The skin was red and irritated, the patient stated the pain level was a 10. No further consequences are reported. There was no product returned for further evaluation.